Manufacturer narrative:
Product complaint # (B)(4). Video evaluation summary: one video was provided. The video shows tissue manipulation. Bleeding is observed. Based on the video alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete washer transection confirmed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. Were any staple malformation issues identified at reoperation? No. What is the current patient status? Stable and left from hospital.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Video evaluation anticipated, but not yet begun. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any issues experienced with the device in the initial surgical procedure? Were any staple malformation issues identified at reoperation? What is the current patient status?

Event description:
It was reported: bleeding after surgery. It was reported that during the pancreatoduodenectomy+ child reconstruction of digestive tract, used cdh29a to did the side-to-side gastrojejunostomy. One day after operation, noted blood in the drainage tube of stomach and continuous decrease of hemoglobin, did the emergency surgery on 7th dec, noted pulsatile bleeder from posterior of gastrointestinal anastomosis as video shows, used suture to stop bleeding. The patient is stable and in the hospital now.